Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing therapy due to the interpretation of supraventricular tachycardia as ventricular tachycardia. No intervention was reported. There were no patient consequences. The patient will continue to be monitored.